Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was intermittently resetting. The cause for the abnormal shutdowns was isolated to a defective y500 crystal oscillator. The oscillator was producing intermittent output. The root cause for the defective y500 oscillator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.